Manufacturer narrative:
The lead was explanted, but not returned for analysis. The manufacturer attempted to obtain the lead by sending letters to the physician (on (B) (6)2009 and (B) (6)2009) but was not successful. The event will be re-valuated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
This atrial lead was explanted due to dislodgement; a new oscor lead was implanted. The lead was actively implanted for approximately 1 year.